Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements up to 111 ohms. No values were reported to be out of range, and no other anomalies were observed with the implanted system. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient's implanted system later exhibited multiple high out of range shock impedance measurements of greater than 125 ohms, starting on (B)(6) 2025. The field was originally inquiring why more alerts for such measurements weren't declared; however, an alert was properly posted the day the values went out of range. A review of device data by boston scientific technical services confirmed the rise in shock impedances appears gradual, troubleshooting options were discussed with the field. The system remains in service and no adverse patient effects were reported.